Manufacturer narrative:
(B)(4). There was no reported product deficiency. Hypotension, perforation, and cardiac tamponade are known adverse events as listed in the xience v instructions. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that after pre-dilatation, a xience v stent was delivered via right femoral 6 fr sheath over a non-abbott guide wire. The balloon was inflated to 14 atmospheres for 10 seconds and the stent was implanted in the de novo, mid-left anterior descending (lad) lesion. Angiography revealed a perforation in the lad in the proximal section of the implanted stent. Cardiac arrest occurred. Cardiopulmonary resuscitation was performed and the pt was intubated. A rx voyager was inflated at the perforation. A 7 fr guiding catheter was inserted in the left groin and the non-abbott guide wire was exchanged for a bmw universal wire, allowing implantation of a graftmaster covered stent, sealing the perforation. After graftmaster implant, the pt's heart rate returned although hypotension persisted. Intraaortic balloon pump and a temporary pacing wire were inserted. Dopamine, levophed, neosynephrine and bicarbonate were given. Pericardiocentesis was performed. The pt was transferred to the intensive care unit with a good heart rate and labile hypotension. Dopamine and levophed were continued. Repeat ultrasound showed stable pericardial effusion. No myocardial infarction occurred and the pt was discharged to home 4 days after the procedure. Though requested no additional info was provided.